Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen (4000mcg/ml at an unknown daily dose) via an implantable pump. The indications for use was spinal pain. It was reported that the healthcare provider (hcp) stated that the patient was in for a refill this morning, went home, and then the pump started alarming. The hcp said patient came back in and was currently in the office. The hcp interrogated patient pump and the low reservoir alarm was going off. The hcp confirmed reservoir volume and all appropriate settings were updated at time of refill. The hcp stated code 303 "pump time out of sync with programmer time" also occurred. The pump was 6 minutes off from programmer, along with 529 motor stall. The manufacturer's technical services specialist (tss) reviewed pump grabs its time from programmer and so the tablet time was likely off by a few minutes at last update. Tss also confirmed this was the first time patient's pump had been interrogated with new software and has had an MRI within lifetime, tss explained this is expected. Tss reviewed how to silence active alarm for low reservoir alarm.

Manufacturer narrative:
Continuation of d10: product ID a810 (serial: unknown); product type: 0216-software; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.